Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2026. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2026, the pediatric patient experienced a skin reaction with an infection underneath the sensor pod area. The patient was taken to the hospital and was prescribed an oral antibiotic, augmentin (unspecified dosage), along with fucidin topical cream, and was advised to take the medications as directed. At the time of the report, the patient was doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.